Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional information d9: device availability - additional information g3: date received by manufacturer - additional information g6: report type ¿ updated/follow-up h2: additional information/device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem - additional information.

Event description:
It was reported that signal loss over one hour occurred on 10-24-2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.